Event description:
Additional information was received that another lead safety switch (lss) was declared for a high out of range right ventricular (rv) pacing impedance. It was noted there were ventricular tachycardia episodes stored as a result of unipolar sensing. The patient is not pacer dependent. No further troubleshooting was performed, and the rv lead was reprogrammed unipolar pace and bipolar sense. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms. Technical services reviewed stored episodes, and noted there was a small amount of noise on the rv channel that looked like myopotentials. The small amount of noise had no clinical impact on the patient. The patient had a good underlying sinus rhythm and therefore was zero percent paced in the rv. Technical services discussed possible causes for the clinical observations and provided troubleshooting options. Additional information was later received that isometrics were performed in the bipolar configuration, and no issues were observed. It was noted the noise episodes occurred after the lss was declared and the device switched to a unipolar configuration. Technical services provided additional troubleshooting options and suggested monitoring the patient since she is not pacemaker dependent. At this time, no further actions are planned, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker triggered a lead safety switch (lss) for a high out of range right atrial (ra) pacing impedance of greater than 2000 ohms. It was noted there were stored atrial tachy response (atr) and ventricular events following the lss due to unipolar oversensing. Technical services reviewed the device data, and confirmed the lss triggered a few months ago. Since then the ra lead impedance has been lower (within normal limits), but very steady. It was recommended to program the ra lead to unipolar pacing and bipolar sensing if the lead impedance has been good in unipolar pacing mode. At this time, this pacemaker and competitor leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.